Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the chipped and corroded distal end, stickiness on the universal cord, and peeling of the coating on the connecting tube, the cause was due to usage, stress, external factors, damage or deterioration of components during handling, or operational issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited a chipped and corroded distal end, stickiness on the universal cord, and peeling of the coating on the connecting tube. There was no patient involvement.